Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer's insulin pump was alarming with a failed battery test. The customer's blood glucose was 135 mg/dl. Troubleshooting was performed and after inserting a new battery, the failed battery test alarm was not received. The customer stated this was a repeat issue. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with failed battery test alarm after battery change due to power connector on battery tube not plugged in properly. Insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.